Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Part not returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure, with no patient present. It was reported that the tip list was not available in the navigate task but appeared again in the instruments task. Issue occurred while setting up a demo.